Event description:
It was reported that the right ventricular (rv) lead exhibited noise; the noise then caused an episode of ventricular fibrillation with oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: competitor 1258t, competitor implantable pacing lead 2011-(B)(6); 5024m implantable pacing lead 1997-(B)(6); 5068 implantable pacing lead 1997-(B)(6). (B)(4).